Event description:
The customer contact reported that the device touchscreen does not respond when pressed. It was reported there was no pt involvement. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the touchscreen was found to be out of calibration. As indicated, this device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospira personnel.